Manufacturer narrative:
Batch review performed on 18 september 2020: lot 187909: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar event reported. Additional implant involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 1903000. Batch review performed on 18 september 2020: lot 1903000: (B)(4) items manufactured and released on 12-jul-2019. Expiration date: 2024-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 10 months after primary surgery, reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the head and liner. The surgery was completed successfully.